Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. The patient was switched to a back-up ventilator. No reported harm to the patient.

Manufacturer narrative:
The flow valve was replaced to correct the reported problem.